Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation a loss of fluid column on the steerable guide catheter (sgc). Troubleshooting was performed, but the issue was unable to be resolve. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure. No additional information provided.